Manufacturer narrative:
Unit received with unresponsive up button due to flattened dome. The keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 240 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.